Manufacturer narrative:
Manufacturer's report date: 07/17/2014. (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported that in the bone marrow transplant unit, a secondary medication backed up into the primary bag. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.